Event description:
The reviewed literature article contained a study that included 208 medtronic delta shunts and 125 medtronic strata shunts. The source literature reported 47 revisions for the delta shunts and 13 revisions for the strata shunts within the first 6 months after insertion.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf procedures. Farahmand d, hilmarsson, et al. Perioperative risk factors for short term shunt revisions in adult hydrocephalus pts. J neurol neurosurg psychiatry 2009 march; 80:1248-1253.